Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Manufacture narrative: a review of the device labeling was completed. Device indications state: intraocular lens (ticl) is suitable for the treatment of phakic eyes in adults aged 21-45: correcting/reducing myopia in the range of -0.5d to -18.0d and astigmatism less than or equal to +6.0 in adults. It should be noted, at the time of initial implantation this patient's age (18 yo) was outside the indicated age range. Therefore, there is not enough safety & effectiveness data to support implantation in this patient category. Intraocular infection and inflammation are identified in the labeling as known adverse events following icl implantation. Per the dfu some adverse events may require secondary surgery. The dfu states a warning: complete removal of viscoelastic from the eye after completion of the surgical procedure is essential. Viscoelastic that may be difficult to aspirate should not be used. The dfu states a warning: staar surgical icl and disposable accessories are packaged and sterilized for single use only. Cleaning, refurbishing and/or resterilization are not applicable to these devices. If one of these devices were reused after cleaning or refurbishing, it is highly probable that it would be contaminated, and the contamination could result in infection and/or inflammation. Toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. Given the onset of reported problem and resolution date without cultures taken, along with bilateral presentation of inflammation, an exact cause could not be determined as the event resolved and lens remains implanted. The event could be multifactorial in nature including patient and/or procedure related factors. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
The reporter indicated that the surgeon implanted vertically a 13.2mm vicmo -5.00d implantable collamer lens of into an 18yo patient's left eye (os) on (B)(6) 2024. Information about concomitant products used including ovd and delivery system were not provided. On day 1 toxic anterior segment syndrome (tass) was diagnosed. No diagnostics tests were performed. Treatment of frequent steroid drops were given. The lens was explanted day 2. Upon replacement icl implantation ~1mo later (horizontally) ac inflammation recurred. It was noted the initial lens was implanted in a vertical lens position. The last reported ucva 1wk post-exchange was 20/20. It should be noted, the patient underwent bilateral icl implantation and presented with bilateral inflammation. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6 corrected to: health effect impact code (f): 4627 in the initial MDR. (B)(4).

Manufacturer narrative:
H3 - device evaluation 3331 - device history record (DHR) review - the device history records indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. Claim #(B)(4).